Manufacturer narrative:
The customer had been advised by technical support to replace the flow sensor and perform performance verification testing. Multiple attempts were made to obtain additional information and on the repair/service of the device that has been unsuccessful. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 11aug2021

Event description:
It was reported that the ventilator had no tidal volume displaying while in use and error code low leak co2 rebreathing error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.